Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl and diabetic ketoacidosis (dka). Cause of bg/dka was not known. Customer's healthcare provider alleged bg/dka may have been caused by the pump; however this could not be confirmed. Correction bolus were delivered to address bg/dka. Customer was subsequently hospitalized and treated with intravenous insulin drip. Customer was released from the hospital on (B)(6) 2020 with no permanent damage.